Event description:
It was reported that the insertable cardiac monitor (icm) recorded a false atrial fibrillation (af) due to low r-waves. The rep called back and reviewed the most recent s-ECG and the noise was not present. Technical services (ts) discussed with the rep that the issue was resolved and was most likely due to an air pocket or fluid in the pocket paired with low r-waves. An x-ray was performed and found the device migrated and rotated. The physician repositioned the device and found better signals. No adverse patient effects were reported.